Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. The lesion being treated was located in the right coronary artery (rca). As the promus element 38x3.0 could not cross the lesion it was taken out from the patient and it turned out that one of the struts was deformed. The second attempt to cross the lesion with a promus element 32x3.0 was successful. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. The lesion being treated was located in the right coronary artery (rca). As the promus element 38x3.0 could not cross the lesion it was taken out from the patient and it turned out that one of the struts was deformed. The second attempt to cross the lesion with a promus element 32x3.0 was successful. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, hypotube kinks were also noted. A visual and microscopic examination identified proximal stent damage. Struts on row 4th from the proximal edge were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. A visual and microscopic examination also identified a kink on hypotube 545 mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).